Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a leaflet perforation. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with mitral annulus calcification (mac), thin leaflets, and restricted posterior leaflet. An xtw clip was deployed a2/p2 slightly lateral. After deployment, the mr appeared to be more than after grasp, pre-deployment; however, the mr still improved from pre-procedure of grade 4 to grade 2 post-implantation. Upon evaluation, it was noticed that the edge of the posterior clip arm had perforated the leaflet. It was noted that the physician grasped the leaflet up to the annulus. The leaflet was measured to be approximately 1.08cm. The clip was stable on the leaflets. The physician decided not to add an additional clip and was satisfied with the mr reduction. The pulmonary vein (pv) flow was slightly improved. The patient was severely blunted pre-procedure and almost normal post-procedure. The left atrial pressure (lap) improved from 36mmhg to 24mmhg. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported leaflet perforation appears to be related to challenging patient anatomy. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.